Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated during visual evaluation. The report was attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. It's important to note that initial review of the electrode pads packaging showed some slight signs of rough storage with the packaging crumpling up. There was no evidence within our investigation that the wire separating was a malfunction or anything outside of the storage/handling of the electrode packages. Analysis for reports of this type has not identified an increase in trend.